Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. On visual inspection, the stent was the only part of the device returned. It was seen to be deformed. Functional testing was not carried out as just stent was returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event can be confirmed. The as reported stent partial deployment as well as the as analyzed stent deformed and stent deployed prematurely during transfer will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as reported stent difficult/unable to pull back into sheath and stent deployed prematurely during retraction/re- sheathing will be assigned user error as the atlas stent cannot be re-sheathed.

Event description:
It was reported that during the procedure the subject stent was partially deployed. The physician attempted to resheath and reposition the subject device but was unable to resheath. While the subject stent was being withdrawn, it got deployed prematurely inside the rhv of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject stent was partially deployed. The physician attempted to resheath and reposition the subject device but was unable to resheath. While the subject stent was being withdrawn, it got deployed prematurely inside the rhv of the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.